Event description:
A hydrothermablation precerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, five minutes into the ablation phase of the hydrothermablation procedure, there was an attempt to adjust the focus on the hysteroscope to achieve a clearer image of the uterus. During this process, the procerva sheath was inadvertently pulled back slightly at the cervix. At this time, a 12cc/min fluid loss alarm was generated on the console. Immediately after leakage of fluid was observed in the vagina, the machine was stopped and the physician filled the va gina with cold water and aborted the case. The pt sustained a burn encompassing 25% of the cervix. The degree of the burn is unk and was treated with silvadene cream. Clinical follow up revealed there was nothing unusual about the cervix; there was no indication of over dilation; and the burn was reported to be mild. There were no further pt complications reported with this event. Although an attempt was made to obtain additional follow up from the attending physician regarding the degree of burn, there is no further info.

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.